Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed, and the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to analysis and would not be able to confirm the complaint or determine a potential root cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, around 3am, she had side pain, ate some food, drank a protein shake, and laid back down. There was no documentation of her continuous glucose monitoring (cgm) readings at this time. She lost consciousness, and her daughter administered dextrose syrup and called emergency medical service (ems). Ems arrived, and her blood glucose (bg) meter read 33 mg/dl, while her cgm read low mg/dl. She was treated with IV dextrose and regained consciousness. She remained at home and was not taken to the emergency room (ER). The patient was good and stable at the time of the report. Performance data was reviewed. At 09:51 pm on (B)(6) 2025, the patient's estimated glucose value (60 mg/dl) dropped to the low alert threshold (60 mg/dl), and the app delivered an urgent low soon alert at 69 percent volume. At 09:56 pm, the app delivered another urgent low soon alert at 69 percent volume with an estimated glucose value (egv)of 57 mg/dl. At 10:01 pm, the egv (53 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at 69 percent volume. At 10:06 pm, the app delivered another urgent low alert at 69 percent volume with an egv of 49 mg/dl. In addition, the app experienced signal loss over an hour from 10:11 pm to 07:50 am. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.